Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet pump, primarily overnight, and requested to return the device; the patient stated they had already completed troubleshooting and education with their clinician and subsequently discontinued the pump and returned to multiple daily injections. Symptoms included low blood glucose episodes requiring oral glucose treatment, loss of consciousness, shakiness and dizziness. Outcomes included patient discontinuation of pump therapy and transition to alternative therapy. Investigation included review of user-reported history and prior troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.